Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited misdetection of a ventricular event on the far field channel. No intervention or additional information was reported at this time.